Event description:
Twinfix ultra 5.5mm snapped across the eyelet during insertion. Both segments were retrieved. It was impossible to ascertain the exact lot number unfortunately, but it was one of the three attached. E-mail sent asking if original hole was used or was it left empty. The second device was put into a new hole. It involved one of these three lot number: 50402475, 50390985, 50400927.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).